Event description:
It was reported that "the connection tubing" of a large volume infusor broke twenty hours into the infusion. The device was filled with 144ml fluorouracil diluted with 86ml 0.9% sodium chloride with a total fill volume of 230ml. The infusion was stopped to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 7-11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.